Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl and high blood glucose levels of 302 mg/dl. The customer¿s blood glucose levels were 42 mg/dl at the time of the incident. The customer¿s current blood glucose levels was 219 mg/dl the customer was treated food. Customer reported programming was accurate. The product was not returned for analysis.